Event description:
It was reported that during a vats lobectomy, on the third firing there was bleeding to one of the pulmonary arteries. Bleeding was controlled with a cardiac clamp and suture. Surgeon though that the device transected the vessel targeted, but "nicked" another branch that bled. The procedure was converted to open, and it was found the anatomy was stuck together. (The pt had chemotherapy and radiation which causes the tissue to become stuck together). Pt's blood loss was approx 900 cc, not all due to this incident. Pt was transfused.

Manufacturer narrative:
Info anticipated, but unavailable at this time.